Event description:
It was reported that a dye study performed on the date of this report showed that the catheter migrated/dislodged and was no longer in the intrathecal space. The catheter was ¿clearly curled up in the subcutaneous space.¿ during explant the tethering was noted to be ¿quite secure.¿ the patient had less than 50% therapy relief along the catheter track. The reported catheter problem required surgical intervention and the catheter was replaced on (B)(6) 2015. During the procedure, no cerebrospinal fluid (csf) was aspirated. The pump was refilled and telemetry was performed. The patient was alive with no injury. The patient was doing well according to the healthcare professional (hcp). The pump was used to infuse dilaudid and was filled with fentanyl, bupivacaine, and clonidine at the time of the revision. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, explanted: product type: catheter. Product ID: 8835, serial# (B)(4), product type; programmer, patient. (B)(4).